Event description:
The customer reported that the 840 ventilator has a loss of communication between the breath delivery unit (bdu) and the graphic user interface (gui). This failure occurred when the device was not in use on a pt. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery (bd) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).